Manufacturer narrative:
(B)(4).

Event description:
It was reported that there were two missed low alerts due to no audio. No product was provided for investigation. Data was provided for investigation. The problem was confirmed. The probable cause could not be determined post investigation.